Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent paravaginal dissection with resection of the mesh, remeex sling placement and cystoscopy on (B)(6) 2010 due to pain and persistent sui. It was reported that the patient underwent removal of remeex device and mesh sutures on (B)(6) 2010 due to mrsa (infection) on the suprapubic incision. It was reported that the patient underwent suprapubic incision with cutting of suprapubic sling sutures on (B)(6) 2010 due to urine retention. It was reported that the patient underwent resection of the remeex sling and sparc placement on (B)(6) 2011 due to stress incontinence with urethral hypermobility and mrsa. It was reported that the patient underwent pre and post op antibiotic therapy with the remeex adjustable sling placement and cystoscopy on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6), 2006, mesh was implanted; and on (B)(6) 2008, mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-22316. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent a laparascopic adhesiolysis and reduction of partial bowel obstruction with release of bands on (B)(6) 2010. It was reported that the patient had a revision of suburethral sling; periurethral bulking agent using macroplastique on (B)(6) 2012.